Event description:
In (B)(6) 2005, I had the charite disc implanted at l5. In the (B)(6) 2006, I started having issues with low back pain again and have been under pain management for 12 years. Due to this device not mimicking a real disc that provides cushion, this device placed stress loads upon my facet joints as well as degeneration at the adjacent level l4. I have degeneration in my facet joints due to the charite disc, a side effect that was never divulged or listed by johnson and johnson or depuy. Due to this, I face a corrective surgery, fusion, in (B)(6). Some research states the device should be removed prior to fusing but that surgery is life threatening so the next best option is to leave device in. This revision surgery may not remove my pain due to the fact that the l4 is not in great shape as it to have arthritis present and narrowing. Plus, I have a broad base bulge at l4.